Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a perforation of the right p1 segment of the posterior cerebral artery occurred during an attempt to place a second stent (subject device) in a y-stenting procedure to treat a basilar tip aneurysm. Heparin was reversed and a balloon was inflated to stop bleeding. A different stent was placed and the aneurysm was coiled. The event resolved and the relationship to the device is unknown. The patient was comatose following the procedure. No other information is available.

Manufacturer narrative:
The subject device was not returned because it was disposed.

Event description:
It was reported that a perforation of the right p1 segment of the posterior cerebral artery occurred during an attempt to place a second stent (subject device) in a y-stenting procedure to treat a basilar tip aneurysm. Heparin was reversed and a balloon was inflated to stop bleeding. A different stent was placed and the aneurysm was coiled. The event resolved and the relationship to the device is unknown. The patient was comatose following the procedure. No other information is available.